Manufacturer narrative:
Analysis of manufacturing records of serial number of the nail involved, confirmed that the noticed device was released as conforming according to specifications. Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. Patient underwent a revision procedure.

Manufacturer narrative:
Analysis of manufacturing records for the serial number of the nail involved confirmed that the device was released as conforming according to specifications. Conclusions: the planned lengthening in one week was 7 mm (1 mm per day). The issue was identified after one week from implant. The device involved in this event has not been returned for investigation as it remains implanted. If the device is explanted and returned an investigation will be completed and a follow-up report will be submitted.

Event description:
As per reporter, initially the nail lengthened as expected, but then suddenly stopped lengthening during treatment. The patient will undergo a revision procedure.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. Patient underwent a revision procedure.